Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior due to a surgical impact opening, for the non-penetrating nicks in the shell, creases fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening.

Event description:
Healthcare professional reported "rupture event noticed during explant due to patient request." This record is for the right side. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern for the device.

Event description:
Healthcare professional reported "rupture event noticed during explant due to patient request." This record is for the right side. Device has been explanted.